Manufacturer narrative:
The review of complaints and device inspection results indicated that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. Based on the investigation findings, the component failure caused by normal wear of the part cannot be ruled out. The bed was manufactured about 8 years ago and the reported panel has never been replaced before the event. The left head side rail was replaced, which solved the issue. The instructions for use for citadel bed (IFU, 830.213-en) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. Please see the extract attached. IFU also states that if the result of this check is unsatisfactory, arjo or an arjo-approved service agent should be contacted. To sum up, the arjo device failed to meet its specification since the bed lifted on its own without anyone touching the buttons. There was no indication of patient involvement and no injury was reported. This complaint was assessed as reportable due to the allegation of the unintended movement of the bed.

Event description:
Arjo was notified about the malfunction of the citadel bed. There was no indication of patient involvement and no injury was reported. It was claimed that the head of the bed lifted on its own, without anyone touching the buttons. Device inspection conducted by an arjo technician revealed a stuck button on the left head side rail. The side rail was replaced. The bed was tested and operated correctly.